Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 16 closed samples for analysis and 1 open and manipulated sample that contains only 1 of the 4 sutures that were inside and has the needle detached from the thread. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. The rotation test performed on the closed samples received confirmed that the units are compliant with the specified requirements. Needle attachment strength results conducted on all closed samples received are 0.427 kgf in minimum and 1.416 kgf in maximum. One of the samples does not fulfil the maximum, but 1 or 2 high values in 15 tested units are accepted, according to the requirements of b. Braun surgical (bbs). Take off needle sutures are not covered by the european pharmacopoeia (ep). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle was coming loose from the thread. Additional information has not been provided.